Event description:
On (B)(6) 2012, customer reported a fluid leak at the rinse cube of the lh500 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a leak at the blood sampling valve (bsv). Fse noted that there was a lack of backwash because valve (vl49) was not functioning properly. Fse stated that the tubing was not properly attached to the valve. Fse replaced the tubing through vl49 and verified the repairs per established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).